Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar wires [sutures] broke due to calcification and tissue. The sheath was upsized to 10f, 9f, 14f and 16f and the tavi procedure was completed. Hemostasis was achieved with manual compression and a covered stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Per the event, a femoral angiogram of the access site was not performed. It should be noted the instructions for use (eifu) states, ¿perform a femoral angiogram to verify location of access site.¿ the IFU violation likely contributed to the reported issues, however, the account stated the presence of the calcification as the cause. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the break occurred due to the vessel calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.